Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products (B)(6), vanguard bmt 360 tib tray 67mm lot# 441340, (B)(6), vanguard bmt 360 7.5mm offset adapter lot# 391790, (B)(6), biomet splined knee stm v2 14x80 lot# 656980, (B)(6), vanguard bmt 360 tib lg cruciate wing.

Event description:
It was reported that the patient was revised approximately six years post implantation due to pain. Bone scans prior to revision suggest infection, stress response. No further records provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: visit 1; bone scan: blood pooling associated with left knee tibial stem this is consistent with either loosening or infection, femoral component unremarkable. Visit 2: persistent changes still unclear if loose, or if stress reaction, not settling; persistent ache patient reports it is affecting her life; patient whishes to proceed with revision. Visit 3; left knee revision: general anesthesia with femoral nerve block, asa ii. Complaint is confirmed with the provided medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.